Manufacturer narrative:
Update from 03/14/2016 added by complaint handling unit: additional inspection information from counsel: on 11/23/15 - parts of the chair were not retained (including the electronics), but based upon what was available, invacare¿s external experts¿ laboratory examination ruled out the wheelchair, charger and charger cord as possible causes of the fire. From a cause-and-origin perspective, the wheelchair appears to be a victim of the fire. Some of the other scene evidence was discarded, impeding invacare¿s ability to investigate further. Using nfpa 921 methodology, the cause of this fire was undetermined. However, there are other areas of possible interest in the room such as an entertainment center with speakers. Invacare¿s expert¿s review of the fire department¿s report shows that no analysis or testable methodology was used when they determined that the fire was possibly the wheelchair and the lithium ion battery they refer to is not part of the wheelchair. In addition nfpa 921 calls alteration of the fire scene and destruction of evidence ¿spoliation¿. The chair appears to be a m61 but the serial number provided on the dealer¿s records is invalid and too damaged to be read on the product.

Event description:
Update from 03/14/2016 added by complaint handling unit: additional inspection information from counsel: on 11/23/15 - parts of the chair were not retained (including the electronics), but based upon what was available, invacare's external experts' laboratory examination ruled out the wheelchair, charger and charger cord as possible causes of the fire. From a cause-and-origin perspective, the wheelchair appears to be a victim of the fire. Some of the other scene evidence was discarded, impeding invacare's ability to investigate further. Using nfpa 921 methodology, the cause of this fire was undetermined. However, there are other areas of possible interest in the room such as an entertainment center with speakers. Invacare's expert review of the fire department's report shows that no analysis or testable methodology was used when they determined that the fire was possibly the wheelchair and the lithium ion battery they refer to is not part of the wheelchair. In addition nfpa 921 calls alteration of the fire scene and destruction of evidence spoliation. The chair appears to be a m61 but the serial number provided on the dealer's records is invalid and too damaged to be read on the product. Update from 06/25/2015 added by complaint handling unit: updated information submitted to quality in box: additional update received from counsel. Fire scene inspected 6/22 by all parties including invacare's counsel, electrical expert and cause & origin expert. Chair appears to be a m61. Serial number provided on dealer's record is not valid but it is believed to be 2013 unit. Has not been confirmed, but batteries may have been replaced prior for not keeping a charge. Chair was charging at the time of the incident. Breaker tripped. Scene was disturbed (dumpster on scene and at least one hauled away previously). Joystick is missing from the debris. Destructive testing of the wheelchair will be scheduled at a later date. Invacare and outside experts will be present. Once destructive testing is complete will provide additional update. Update from 06/08/2015 added by complaint handling unit: updated information submitted to quality in box: new document received from (B)(6) fire department. This document supports that the fire was the result of heat from powered equipment igniting plastic insulation of a lithium ion battery with was being charged at the time of fire. Letter received from an attorney reported a fatal house fire involving an invacare power wheelchair. It was stated the fire origin may have been related to the wheelchair battery.

Event description:
Letter received from an attorney reported a fatal house fire involving an invacare power wheelchair. It was stated the fire origin may have been related to the wheelchair battery.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.